Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) capable one. The explanted ipg was not returned per hospital policy.